Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 23 mm trifecta valve was implanted. On (B)(6) 2017, a tte revealed severe aortic regurgitation. On (B)(6) 2017, a tee revealed a 13-14 mm object resembling vegetation attached to the lv side of the valve making it difficult to assess the aortic regurgitation. On (B)(6) 2017, the valve was explanted and a piece of one cusp was resected to submit for inspection; however, no evidence of an infection was found. A 23 mm sorin crown prt valve was implanted.

Manufacturer narrative:
The results of this investigation concluded leaflets 1 and 2 contained tears. Leaflet 3 was previously detached and a portion of the leaflet was received separately. There was focal fibrous pannus on the inflow surface of leaflet 1. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.